Event description:
It was reported that the patients ipg depleting prematurely. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1432 (sn: (B)(6)) the returned ipg was analyzed and showed that it has reached the end of service life after 123 days (4 months) with a pulse-width range (200 and 250 us) and an energy use index range of (93 - 100) which is within the expected longevity range of 120 + days per the direction for use. With all the available information, boston scientific concludes that the reported event was not confirmed.

Event description:
It was reported that the patients ipg was depleting prematurely. It was also noted that the patient was feeling extreme itchiness at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively.